Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii and seroma-late.

Event description:
Healthcare professional reported intracapsular rupture, capsular contracture, baker grade iii, "silicone perspiration, change of colour, breasts are hard and deformed but without pain" and "effusion/lymphorrhea". This relates to the left device. The device has been explanted.